Event description:
It was reported that the customer received a compromised force sensor system alarm. It was also reported that the insulin pump is squirting out insulin during priming. Customer's blood glucose level at the time 258mg/dl. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump passed the rewind and displacement test. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.